Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient reported worsening symptoms and wanted to increase stimulation. During troubleshooting, it was determined that the stimulation was off. And patient stated that she is not sure how stim was turned off and states this has happened before. Patient adjusted stimulation to 1.4v and will monitor symptoms. Patient has an appt coming up to check in with hcp but did not give specifics. No further complications were reported or anticipated.

Manufacturer narrative:
Date of event is estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. They further reported their bladder was full and they were leaking in their diaper to a point where it¿s going on the floor. They mentioned the situation was ongoing. They stated their stimulator was not stimulation to a point where they can feel it. During call, patient had access to patient programmer, so they synched showing stim was on. Patient mentioned they had one program. They increased from 3.4 to 3.8, but felt pain in rectum, upper buttocks and on the right side of vagina which goes away when they decrease the stimulation. Patient stated they did not know if the pain was from the stimulator as they also have a 'female infection' that they were on antibiotics for. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient is retaining and then urination flows; it floods and the patient is too late to get to the bathroom. It was noted that this had been happening ¿about the last 2 months, worse the last 4 weeks.¿ troubleshooting was offered on the call, but the patient did not wasn't to review the programmer use, and said they had to go. It was recommended that they follow up with their healthcare provider to reach out to a manufacturer representative, or they could call back when they had someone there to help them. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. On (B)(6) 2018: additional information was received from a manufacturer representative. It was noted that they were unaware of this event and had no information about it. No further patient complications are anticipated or expected as a result of this event.